Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws a ge healthcare service representative performed a checkout of the equipment and a review of the logs. The high performance display central processing unit board was replaced.

Event description:
The hospital reported that, during a case, the unit went into a system failure. The clinician reportedly switched to manual mode of ventilation and cycled power. There was no reported patient injury.